Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards field clinical specialist, a 23mm commander delivery system balloon was observed to have a small pinhole leak post inflation.

Manufacturer narrative:
The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The following instructions for use (IFU) and training guides were reviewed: IFU for commander delivery system, s3u commander preparation training manual, and s3u commander procedural training manual. Balloon burst: if bav balloon bursts or leaks during deployment, do not use excessive force. Take care when removing the balloon through the tip of the sheath. Maintain guidewire position. If redilation is needed, use a new balloon. If delivery system balloon bursts or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance was confirmed, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective action preventative actions (CAPA) are required. The reported event was unable to be confirmed due to no relevant procedural imagery or device returned for evaluation. Because the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a potential manufacturing nonconformance was unable to be determined. However, based on a review of the DHR, and lot history, there is no evidence indicating that a manufacturing non-conformance could have contributed to the complaint events. No IFU or training manual deficiencies were identified. As reported, a 23mm commander delivery system balloon was observed to have a small pinhole leak post inflation. It was noted that the pinhole leak was at the more proximal end of catheter where the balloon would have interacted with the severe calcification in the stj. It is possible that the proximal end of the crimped valve of the inflation balloon interacted with calcification at the stj during thv deployment. Calcification can compromise the integrity of the balloon leading to the reported leakage. Based on the available information, it is possible that the patient (calcification) factors may have contributed to the complaint event. However, a definitive root cause is unable to be determined.